Manufacturer narrative:
Date sent to the FDA: 01/19/2011. (B)(4) - infection. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00060. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an umbilical hernia repair procedure on an unk date and suture was used. On (B)(6) 2007, the pt underwent a repair of a recurrent umbilical ventral hernia and used a bard oval kugel type mesh. The pt developed an infection and was treated with wound vac, then antibiotics. Then, the pt developed necrotic tissue which was debrided. On (B)(6) 2008, the pt underwent a surgical procedure to remove the hernia mesh and excise a sinus tract. When the surgeon performed the procedure, he found a piece of suture from the previous umbilical hernia repair. The surgeon opines that this may have actually been the source of the sinus tract and not the mesh itself.